Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was showing premature battery depletion. The device was reprogrammed, and the patient will continue to be monitored and is scheduled for a follow-up in july. No adverse patient effects were reported.